Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to noise with oversensing and pacing inhibition. It was noted that the new lead was implanted in a new position. No additional adverse patient effects were reported. Additional information received reported that electrogram (egm) review was requested for this right ventricular (rv) lead. The (B)(6) 2023 presenting electrogram (egm) revealed loss of capture (loc) at 2.5v and an alert due to out of range rv intrinsic amplitude. While there were no out of range impedance measurements observed, a possible integrity issue cannot be ruled out at this time. This explanted rv lead will not be returned for analysis as it was unintentionally discarded. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to noise with oversensing and pacing inhibition. It was noted that the new lead was implanted in a new position. No additional adverse patient effects were reported.